Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n585555004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving morphine (5.0 mg/ml at 3.3064 mg/day), bupivacaine (30.0 mg/ml at 19.838 mg/day), compounded baclofen (200.0 mcg/ml at 132.26 mcg/day), and clonidine (150.0 mcg/ml at 99.19 mcg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient reported lower extremity numbness, so the pump daily dose was decreased 9%. On (B)(6) 2016 the patient reported numbness on the left side of his back that worsened with ptm (personal therapy manager) activations. On (B)(6) 2016 the patient reported lower extremity weakness, heaviness, and numbness. At which time, reprogramming was done. On (B)(6) 2016 fluoroscopy was done and it was found that the catheter migrated to the right gutter. On (B)(6) 2016 the patient was taken to surgery and the catheter was spliced. The event outcome was "resolved without sequelae (B)(6) 2016". The event results in an unscheduled clinic or office visit. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2016-09-21 stated the cause of the catheter dislodgement was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, lot# n585555004, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2016 not (B)(6) 2016 as previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n585555004, product type: catheter . UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported/anticipated.